Manufacturer narrative:
Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from USA: "accumulated air and couldn't resolve the arm; yes patient was involved; no harm; just delayed therapy. To whom it may concern, my account (B)(6) has 4 devices with a quality complaint issue. (B)(6). Product 1, 2, & 4: accumulated air and couldn't resolve the arm; yes patient was involved; no harm; just delayed therapy. Product 3: distal occlusion; delayed therapy; couldn't resolve alarming thank you, delay in therapy: yes. Need for medical intervention: unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no."